Event description:
It was reported that 3ml syringe slip tip w/ bd precisionglide¿ needle plunger has been cut off. This was discovered before use. The following information was provided by the initial reporter: plunger have been cut off.

Manufacturer narrative:
Investigation summary: photo evaluation: one photo was returned for investigation. The thumb press and plunger rod are broken. Sample evaluation: one sample was returned for investigation. From the returned sample, observed that the thumb press and plunger rod are broken. A review of the device history record revealed no irregularities during the manufacture of the reported lot. The complaint is confirmed, and product is out of specification. Probable cause for this non-conformance happened at the assembly machine when there was poor throw out at the auto-eject station causing the plunger slant hence syringe part caught into tooling dial pocket resulting in a broken thumb press and plunger rod. The defective parts could have not been properly captured by the production technician which resulted in the devices flowing through the downstream process. At the primary packaging, there is a sensor to detect the missing plunger to reject the defective parts. However, the sensor failed to detect the presence of thumbpress. The action has been adjusted to detect the presence of thumbpress.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3ml syringe slip tip w/ bd precisionglide¿ needle plunger has been cut off. This was discovered before use. The following information was provided by the initial reporter: plunger have been cut off.